Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture broke while tightening the loop. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Visual inspection revealed a broken suture. In addition, the device has a broken fork tip and a bent shaft. Functional testing could not be performed due to damage to the device. The most likely cause of the suture breakage can be attributed to user error due to excessive force used during suture tensioning.